Event description:
Patient ampicillin IV drip bag hung at 1819 through alaris pump found to be empty at 2000. Notified the pharmacist and infectious md managing care of patient. Patient stable with no adverse reactions. Patient ampicillin bag supposed to run for 10 hrs empty in 2 hours. Drip administration rate error. Biomed tested pump, all tests were within normal operating parameters. Pump returned to service. Mfg: carefusion/bd corp., pump module, model # 8100.